Manufacturer narrative:
(B)(4). Previously reported on pr (B)(4) with MDR# 3030677-2016-01035. Device investigation completed and results are contained in this report. UDI #: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the device is not recognizing multiple sets of pads.